Manufacturer narrative:
The method of eval is based off of the initial report received by arjohuntleigh. Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
Personal support worker (psw) placed xl sling under resident while they were in bed, requested assistance from another psw with transfer to wheelchair. Assisting psw determined that the sling was too large; to compensate, they wrapped the leg section of sling on carry bar before attaching the clips. The psw did not cross leg section of sling resulting in a gaping hole, and when both psw's attempted to transfer resident from bed to wheelchair, the resident fell through the gap and landed on the ground, buttocks-first.